Event description:
It was reported that at implant, both leads could not be positioned in the distal branch. The guidewire was able to be placed, however, could not track the lead. Both leads were explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed and no anomalies were found. (B)(4) the full lead was returned and analyzed and no anomalies were found.